Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the sulcus caused iris cleft and increased iop. Unable to reposition into bag. The iol was explanted with another iol. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. There have been one other complaint reported. The manufacturer internal reference number is: (B)(4).